Event description:
The manufacturer received information that a trilogy evo had failed calibration during device testing. There was no patient involvement, and no harm or injury reported. The customer reported the device failed the active exhalation verification test. The device's 3-way solenoid and proportional valves require replacement to address this issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.